Event description:
Minimed technologies, 12744 san fernando rd, sylmar, ca 91342. The report had no indication of teh serial number of the model 504s insulin pump. Lot number of the infusion set, address or name of the pt, nor the name of nay health professional. Therefore, a complete evaluation of the specific event cannot be performed. Because we have no record of this complaint or the device, no analysis is available.